Event description:
In early 2007, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2008, a computed tomography angiogram (cta) revealed a type ii endoleak of the inferior mesenteric artery (ima) and aneurysm growth. In 2008, a coil embolization of the ima was performed. The previous month, the patient presented with severe back pain and cta revealed aneurysm growth. Three days later, the gore excluder aaa endoprostheses were explanted and a bifurcated dacron graft was implanted and sewn to the aorta. The patient tolerated the procedure. The devices have been discarded at the facility.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note the additional device implanted in the patient and related to this event: contralateral leg component: pxc141400.